Manufacturer narrative:
B5: lens was repositioned on (B)(6) 2023. The repositioning did not resolved the issue. (B)(4)

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with moisture and residue/debris on product. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -4.0/1.0/067(sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged due to lens rotation not associated to a low vault. The problem was resolved. The cause of the event is unknown. Reportedly, "the second ticl is in the vertical position."